Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received a non-lifevest defibrillation. It was reported that the patient was at the rehab during the non-lifevest defibrillation, and then taken by ems to the hospital. The device was started up at 21:30:31 on (B)(6) 2023. At 05:33:04 on (B)(6) 2023, an arrhythmia was detected. ECG shows vf with CPR/electrode lead fall off. The device properly detected vf. CPR/electrode lead fall off prevented the lifevest from treating the patient. At 05:33:37, the patient received the non-lifevest defibrillation. Rhythm at the time of the non-lifevest defibrillation was vf with CPR/electrode lead fall off. Post shock rhythm was vf with CPR/electrode lead fall off. The electrode belt was disconnected at 06:33:29 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt was returned for investigation and did not pass incoming functional testing. Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. The trunk cable portion of the electrode belt was severed. The root cause for severed cable could not be positively identified. There is no indication the severed cable caused or contributed to the patient's passing as the system was able to detect vf rhythm on the date of event. Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.